Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy event description: translation: we had an adverse event sheet from the operating room: "a multi app clip reference ca500, lot n° 1531670 has not worked. The clips get stuck." The surgeon, took another forceps. The equipment has been recovered and is available. Additional information received from company rep. Via teams on 04feb25: the surgeon put in a clip and then the ca500 stopped working. He operated the handle, but the clips wouldn't come out. He used another ca500. Additional information received from company rep. Via teams on 05feb25: the trigger could be actuated normally but clip didn¿t come out. Intervention: the surgeon, took another forceps. Patient status: no patient injury indicated.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Visual inspection was performed where no visible non-conformances were observed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction to h6. Component code.

Event description:
Procedure performed: cholecystectomy. Event description: translation: we had an adverse event sheet from the operating room: "a multi app clip reference ca500, lot n° 1531670 has not worked. The clips get stuck." The surgeon, took another forceps. The equipment has been recovered and is available. Additional information received from company rep. Via teams on 04feb25: the surgeon put in a clip and then the ca500 stopped working. He operated the handle, but the clips wouldn't come out. He used another ca500. Additional information received from company rep. Via teams on 05feb25: the trigger could be actuated normally but clip didn¿t come out. Intervention: the surgeon, took another forceps. Patient status: no patient injury indicated.